Event description:
It was reported that prior to an unk procedure, the handpiece was flash sterilized and cooled in saline for ten minutes, plugged into the gen04 generator, placed in ready and the handpiece immediately gave an error 4 overtemperature error. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4).